Event description:
A customer reported a system error 2240 (air in tubing) alarm, which occurred on the homechoice (hc) during use. The patient was connected at the time of the alarm. During troubleshooting, nothing was found that could have caused or contributed to the alarm. The technical service representative (tsr) advised the home patient (hp) that air had entered the setup. The tsr had the hp recycle the power to the hc and a se 2367 alarmed. The tsr had the hp close the clamps, close the transfer set, and recycle the power again. The hc went to press go to start. The tsr advised the hp that she would need to start over with new supplies. The tsr advised the hp that she would need to inform the peritoneal dialysis registered nurse (pdrn) of the alarm. There was patient involvement, however no adverse event was indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. A request for the return of the device has been made. When the device is received by baxter for evaluation, a follow-up report will be filed if any additional relevant information becomes available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for analysis with solution bags attached. Visual inspection, leak testing, clear passage testing, and clamp function testing were performed with no issues noted. The device was run on a homechoice machine with no issues. The problem could not be confirmed and the cause of the system error 2240 could not be determined. Should additional relevant information become available, a supplemental report will be submitted.